Manufacturer narrative:
The main device component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient it was reported that patient had bloody wires sticking out of their buttock. No further complications were noted or anticipated